Manufacturer narrative:
Concomitant products: item 00596001851, nexgen lps-flex femoral precoat component, lot 62482404. Item 00596205012, nexgen lps-flex articular surface, lot 62894058. Item 00597206532, nexgen all poly patella, lot 63097344.

Event description:
It is reported that after a knee arthroplasty that the patient was revised to pain and a fractured tibial tray.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.